Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, lead noise was revealed on the ventricular lead. The lead was capped and replaced and the patient was in stable condition.